Event description:
It was reported via a call from the surgical intensive care unit (sicu) rn to the clinical support specialist (css) at 1628 est that while in the operating room help was needed, not long after insertion of the intra-aortic balloon (iab), on how to "zero the fiber optic aline." The iab was inserted through the sheath via femoral with no issues. The patient was just received in the sicu. The rn was unsure if it was a fiberoptix sensor (fos) iab, but needed to know how to zero. The css verified that a fos cable is attached to the pump. The transducer is selected as the source, the icon is black, status codes are ll (low light) fos slide disconnected and reconnected several times, clink into place heard, no audible connection tones were heard. The transducer source will be utilized. The css walked the rn through zeroing the transducer. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay of interruption in therapy noted. The patient outcome is the patient is stable and still receiving iabp therapy successfully. Additional information received on (B)(6) 2013, state that neither the rn who made the call to the hot line or the nurse manager know if the iab had a fos signal during product preoperation or if the fos was lost after insertion. The patient came into the unit using the transducer. The iab was discarded after it was removed. The rn stated that since the event the iab and sheath were removed successfully as one unit due to blood in the helium line observed after the pump appropriately alarmed helium loss. The patient was being weaned at the time. There was not another iab inserted due to the patient being stable. The patient ris doing fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.